Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. It was noted this screw may have been used twice in the procedure. The surgical technique states: in section 5.3 " hex head screws are strictly single-use instruments." In section 3.5 it states "they should not be used for both knees in a bilateral case." The following could not be completed with the limited information provided. Manufacture date ¿ ni. Discarded.

Event description:
During a procedure while placing the screw to hold the iassist tibial reference in place, metal shavings from the screw threads came off during screw insertion. As a result, metal fragments from the screw were found in the wound and required medical intervention to remove and prevent patient harm.